Event description:
Pt was revised to address aseptic loosening of the tibial and femoral components. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported loosening. The initial reporting indicated the products were not suspected of failing to meet specs or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.